Event description:
Customer reportedly received results of 410 mg/dl and 130 mg/dl within 10 minutes on the aviva system. No adverse event reported. The alleged product was replaced and requested for evaluation.